Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that while walking, the infusion set's tubing detached at the site. The site was on the stomach and arms and the pump was always on the patient's pants. The infusion was used for the second day. The infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was stress or pull on the tubing as the clip had fallen off and the pump was dropped with the set connected to the patient's body. No further information available.